Event description:
Complainant indicated that a call was dispatched on (B)(6) 2013, concerning a (B)(6) cardiac male patient weighing (B)(6) kg. It is unknown if this was a witnessed arrest. The length of time that patient was down or if bystander CPR was performed prior to deployment of the autopulse is unknown. Customer reported that the autopulse platform was deployed without any issues. Mechanical compressions were performed. During transport of the patient to the hospital, complainant alleged that the device lost power three times, however, on the fourth attempt within a few minutes the device functioned properly. Manual CPR was performed when the autopulse stopped working (exact length of time is unknown). No error codes were observed. The patient did not achieve rosc (return of spontaneous circulation). It is unknown if manual CPR was performed at the hospital. The patient was pronounced dead at the hospital by physician. Customer does not attribute the patient's death to the autopulse stoppage. The cause of death was due to deterioration of myocardial infarction. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform shutting off three times was confirmed based on review of the archive. The archive data shows that during the deployment date of (B)(6) 2013, nimh battery (s/n (B)(4)) was used with this platform on a medium to large, stiff, and hard to compress object for a total of twenty five minutes. During use of the platform with this battery, the platform experienced three un-commanded shut downs. The archive shows that the platform was also used with a second nimh battery (s/n (B)(4)) on (B)(6) 2013. The archive shows there was no issue with the platform when the customer used this battery. The archive also shows that the platform displayed multiple user advisory 45 faults (not at home position after power-on/re-start) as well an under voltage (<18v) advisory on the reported event date. Test results show that both batteries failed for the output watts specification (> 1300 watts). Both batteries were charged, test cycled and then used to perform a run-in test with a 95% patient test fixture with this platform; test results showed that the platform was run for 35 minutes with these batteries until discharged without any fault or error occurring. It should be noted that the above mentioned investigation results are considered preliminary and that the evaluation of the returned platform is on-going. Please see the following related MFR reports: # 3003793491-2014-00079 for autopulse nimh battery with sn (B)(4); # 3003793491-2014-00080 for autopulse nimh battery with sn (B)(4).

Manufacturer narrative:
Autopulse platform s/n ((B)(4)) was returned for evaluation. Visual inspection of the platform was performed and no damages were found. Load cell characterization was performed and both load cells were found to be reporting normally. Test results indicated that both batteries ((B)(4)) were above the maximum impedance of 230 ohms. Because the batteries were used directly from the charger, they performed as intended. Had these batteries been allowed to sit for a significant length of time before performing the run-in testing, the testing would most likely have only performed for a few minutes because of the afore mentioned high internal impedance of the batteries. A delay between charging and actual use reflects how the customer may have used the batteries. In conclusion, the complaint was confirmed based on archive review. Evaluation of the autopulse did not indicate any issues directly with the platform that may have contributed to the reported event. Evaluation of the nimh battery (s/n (B)(4)) that was used when the un-commanded shutdowns occurred, found the battery had failed for both output watts and impedance during testing. This evidence suggests that the battery was likely not meeting specifications at the time, it was being used in the platform and therefore likely led to the un-commanded shutdowns.